Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt experienced a shocking or jolting sensation after a CT scan for an unrelated medical condition. Pt did not turn off the device prior to the scan. Since the scan, the pt is now feeling stimulation in the calf, not the foot where she is suppose to feel stimulation. Reprogramming has not been successful in returning stimulation to the foot. Lead migration was being investigated. Add'l info has been requested and if rec'd, a f/u report will be sent.